Event description:
Drug being administered was duodopa as part of a clinical study. Study subject's wife called the clinical study helpline to report that the subject's drug reservoir was empty. Evaluation of the pt's symptoms reported increased dyskinesia. The reporter was instructed to suspect infusion of duodopa until dyskinesia abated. Reporter stated dyskinesia resolved after 60 minutes and infusion of drug recommenced. No permanent medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.